Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, two resolute onyx drug eluting stents and atherectomy were used to treat a lesion located in the circumflex artery. On the same day, the patient suffered elevated cardia enzymes periprocedural myocardial infarction. Investigator assessed that the event is not related to antiplatelet medication and unlikely related to index device. Patient is recovering.

Manufacturer narrative:
Additional information received reported that the cec adjudicated the event a non-q wave mi of target vessel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient was not hospitalized. The lcx was involved in the mi. If information is provided in the future, a supplemental report will be issued.